Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, customer was provided assistance in resetting the pump, which did not result in a recurring malfunction code. However, the issue appeared again during the load process, prompting cts to replace the pump and send a replacement. Customer was instructed to return the problematic pump using ups and acknowledged understanding of the shipping instructions and steps to be followed upon receipt of the replacement pump.